Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 4.0.2 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 600 mg/dl while wearing the pod longer than 48 hours, on their abdomen. The patient reported that their omnipod system was not delivering basal insulin while in automated mode. Symptoms reported include hyperglycemia, dry mouth, vomiting, and frequent urination. The patient was treated with unspecified fluids, potassium, and insulin. The patient was still in the hospital at the time this event was reported.